Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion. It is unknown if the reported issue was resolved by tech support's troubleshooting with the customer. Attempts to contact the customer have been made but no response received at this time to determine confirm the complaint.

Event description:
The customer claims the exhaled volumes are out of specifications while using the vela ventilator. The customer reported the tidal volume setting is five hundred milliliters exhaled volume reading is four hundred fifty-five milliliters. The issue was found during preventative maintenance. Carefusion (cfn) technical support instructed the customer to replace the flow sensor and perform the leak test, but the issue was not resolved. Carefusion (cfn) technical support instructed the customer to check the o-rings on the flow sensor receptacle to make sure there's no damage and calibrate the exhalation flow transducer. The customer reported to try cfn technical support's recommendations and call back if the problem is not corrected. There is no patient involvement associated with this event.